Manufacturer narrative:
At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device was auto-triggering. The customer reported the airway inspiratory pressure waveform was flat. The customer reported the issue occurred during patient-use for two months continuously. The customer determined the most likely cause of the flat waveform and auto-triggering was due to crystallized chemicals in the naso-gastric tube which occluded the tube. The customer reported the airway inspiratory pressure transducer's voltage did not increase from 1.8 volts. The customer reported alternative ventilation or other invention was not needed to prevent patient harm. The customer reported no change or delay of treatment.